Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, it was impossible to obtain a sample. The samples didn't return while the device and the aspiration seemed functioning normally. No error code was displayed. Another procedure with a different probe was performed. The procedure was extended by 15 minutes. The patient is currently fine.